Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient woke this a.m. To a pump with no power; had just changed the battery and battery cap about 2 weeks ago. Blood glucose (bg) is over 500 mg/dl but denies symptoms. Patient changed battery and now pump is working, with audible tones and vibrations. There is no damage to battery compartment or battery cap. Customer support (cs) review of pump history shows record low battery and low cartridge alarms emitted on (B)(6) 2014 but the patient did not receive a replace battery alarm. Cs instructed patient to come off pump and use alternate form of insulin delivery until replacement pump arrives as pump did not give a replace battery alarm after the low battery alarm. Patient has taken a correction bolus and is now using alternate form of insulin delivery until replacement pump arrives. This complaint is being reported as the patient experienced hyperglycemia when the pump lost power after failing to emit a replace battery alarm.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box for event on (B)(6) 2014 is has been overwritten. The tdd history for the event date appears to be inaccurate. Alarm history shows replace battery alarm on (B)(6) 2014 at 23:19. Prime history indicates next prime was recorded on (B)(6) 2014 09:12. No suspends recorded on the date of the event. Pump was exercised for 24hr duration test using returned battery cap; no power issues were duplicated. No damage to the battery compartment was found. Unrelated to the complaint, the display screen has a dim/pinkish contrast; the screen is still able to be read. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.